Event description:
Additional information received, patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient did not charge their implantable pulse generator (ipg) as recommended, leading to the ipg no no longer communicating and becoming inoperable. Patient may undergo surgery to correct this issue. Patient is stable.